Event description:
It was reported that the ilet pump displayed alert 38 indicating a consecutive stalled motor, after which a restart was performed and the alert cleared; the user was instructed to remove all supplies, perform a dry run which successfully advanced beyond 120 units, and then complete a full supply change with new infusion set, cartridge, and connector, with replacement supplies arranged. Symptoms included no reported adverse clinical effects. Outcomes included restoration of normal pump function and no impact to therapy continuity. Investigation included guided troubleshooting and user education, including a dry run and supply replacement. Investigation of this case revealed a transient motor stall consistent with a device mechanical obstruction related to disposable components, with functionality confirmed after restart and new supplies. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible stall likely related to supply or setup factors rather than a persistent device failure.